Event description:
Reportedly, during a follow-up, the subject device remaining longevity displayed was less than 3 months. The physician had concerns regarding overall longevity of the subject device. It was explanted and was returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specification.

Event description:
Reportedly, during a follow-up, the subject device remaining longevity displayed was less than 3 months. The physician had concerns regarding overall longevity of the subject device. It was explanted and was returned for analysis.

Event description:
Reportedly, during a follow-up, the subject device remaining longevity displayed was less than 3 months. The physician had concerns regarding overall longevity of the subject device. It was explanted and was returned for analysis.